Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing, low p waves and rising impedance. The ra lead was reprogrammed and remain in use. No patient complications have been reported as a result of this event.